Event description:
Caller reported that cartridge was not fitting properly on the pump, described as not fully snapped into place. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed to inspect and clean pneumatic tap area, remove an o-ring, and follow loading instructions for the cartridge. Caller successfully reloaded the cartridge and resumed insulin delivery.